Event description:
Event description boston scientific received information that this cardiac resynchronization therapy pacemaker could not be interrogated at the time of the changeout procedure. The patient had been lost to follow-up and the device would not communicate with the programmer and it was not pacing. It was suspected that the battery had exceeded its end of life indicator. The device was successfully replaced during the procedure. No adverse patient effects were reported.